Manufacturer narrative:
Initial reporter stated that no additional information regarding the event or the patient is available.

Event description:
It was reported that two hours into infusion, a leakage was observed from a cadd¿ high-volume administration set. The leakage was observed in the pump "where there was the air sensor in the old version of the pump, that is where the infusor is thin". The patient's backpack was drenched and the liquid was spilling out of the set. The "baby" was detached immediately and a new set was placed. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found delamination of the solvent bond in the pump tube. Functional testing involved leak testing and found a leak in the pump tube with housing. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on the reported part and found no discrepancies. A sample of 32 devices were visually inspected and did not detect any leaks. Based on the evidence, the root cause was attributed to a manufacturing issue. The most probable root cause was due to the operator not applying sufficient solvent and production personnel did not detect the delamination.